Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User was seen due to unclear behavioral responses to sound with the device. Affected channels were observed at a fitting session in home country (kaz). Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore it is reported that during explantation surgery a part of the electrode was found outside of cochlea most likely due to a post-operative migration of the electrode array. The problems given in the recipient report appear to match the damage found. This is a finall report.

Event description:
The recipient was seen in his home country of kazakhstan due to unclear behavioral responses to sound with the device. Affected channels were observed during in situ testing. There is no report of any specific trauma to head or swelling and inflammation. The recipient was re-implanted in turkey on (B)(6) 2019, were original implantation took place.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered, but no further information was yet made available.

Event description:
User was seen due to unclear behavioral responses to sound with the device. Affected channels were observed at a fitting session in home country (kazakhstan), no redness was visible during this session. Re-implantation is considered. However, it remains unknown if it will be conducted in the same country as the implantation, i.e. Turkey. Despite requested, no additional information could be retrieved.